Event description:
It was reported that during a da vinci-assisted surgical procedure, the sp needle driver had an articulation problem. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The needle driver instrument was analyzed and found the primary failure of broken input disk to be related to the customer reported complaint. For clarification, the instrument was found to have the roll disk broken inside of the housing. Other backend components adjacent to the broken input disk do not show damage. The instrument was installed on an in-house system and driven. The instrument exhibited imprecise motion as a result of the broken input disk. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed. The complaint was confirmed by failure analysis. The probable root cause is attributed to use and reprocessing conditions. The input disk can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument.